Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files associated with amia cycler were reviewed. Review of the device programming revealed the programmed estimated night uf (600ml) may have been set too low for the most recent therapies. The log data of the seven most recent therapies showed the patient¿s average uf was approximately 1500 ml. Based on the device log analysis, the probable cause of the reported event was determined to be the programmed estimated night uf being set too low. The amia automated pd system patient guide explains the estimated night uf settings, provides treatment and programming answers on the settings. The guide also provides warnings regarding settings being set too low. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced fullness, stomach tightness, and shortness of breath. The patient was connected for peritoneal dialysis (pd) therapy at the time of this event. During troubleshooting, it was determined that the estimated night ultrafiltration (uf) setting was too low. The patient would raise the bed slightly to help with drain speed in the meantime and would sit up during the extra drain required to drain all remaining uf more efficiently. At the time of this report, pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.